Manufacturer narrative:
(B)(4). The sample has not been made available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) of a black particle observed inside the drip chamber of the solution set with vented filter. No patient injury nor patient involvement was reported for this complaint. No medical intervention was associated for this complaint. No additional information is available.